Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having olif for lumbar stenosis. It was reported that two interbody inserter threaded shafts broke during implant insertion  there was no patient symptom reported. There were no further complications reported regarding the event.